Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a defective second y-site. The cause of the condition was not determined. The reported condition of leak is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked while in use on a patient for an unspecified IV (intravenous) infusion. This was further described as the ¿patient recalls leaning slightly on the luer activated valve and after the infusion was completed, they noticed an area of wetness on sheet, estimated about 10ml amount of fluid was lost¿. There was no patient injury or medical intervention associated with this event. No additional information is available.